Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing, further evaluation of the electrograms showed the device was oversensing myopotentials. Programming changes were discussed. No intervention or patient condition were reported.